Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the coronary dilatation catheters, nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosis located in the distal right coronary artery (rca) with moderate tortuosity and moderate calcification. Resistance was felt during advancement of the 2.5 x 20 mm nc traveler rx balloon dilatation catheter proximal to the lesion; however, it was able to cross successfully. The balloon ruptured during the first inflation at 8 atmospheres. Upon removal of the device from the patient's anatomy, a longitudinal rupture on the balloon was observed. It was stated that air was pulled from the device (prep) while it was inside the anatomy. A new nc traveler rx catheter was used to dilate the lesion. The procedure was successfully completed after a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.